Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction/internal fixation for a femoral intertrochanteric fracture with the products in question. When the surgeon drilled the lateral stop, the drill interfered with the nail, so the connecting screw was retightened but it interfered again. He managed to drill to the contralateral side, but when he checked the side after inserting the screw, the screw was not out, so he opened and inserted a new screw. The screw went into the nail, but the rear cortex was left with a hole. The surgery was completed successfully with a 30-minute delay. After the surgery, the surgeon suggested that the hole in the lateral stop of the aiming arm may have been worn, or the connecting screw may have been loose; therefore, the sleeve was not in its original position and the front cortex was drilled in the direction that the nail was out, and the screw was forced into that hole and out. The opposite side is not drilled in the wrong direction, so if the screw was forcibly inserted, there was a possibility that the screw head could be stripped. There were no pieces left in the patient. The surgeon confirmed this by x-ray. The drill bit was damaged by contact with the nail. No further information is available. This report involves one unk - screws: trauma. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown screws: trauma. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.